Event description:
Head of bed would drift down.

Manufacturer narrative:
Tech found small leak around CPR valve that did not leak out to floor. Tech replaced CPR valve. No other problems, found bed working fine. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.